Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the sensor warm-up restarted after entering initial calibrations. Data was provided for evaluation. Data review confirmed the reported event of sensor warm-up restarting after entering initial calibrations. The device was been received for evaluation. Visual inspection was performed and no defects were found. Voltage, pairing, and functional testing was performed and the transmitter passed all testing. Review of the data log confirmed the issue. The probable cause was determined to be the transmitter timer not advancing. This complaint is reportable based on the finding of reportable issue. No additional patient or event information is available.